Event description:
It was reported that a dissection occurred. The patient was diagnosed with small vessel disease (sdv) of the left anterior descending artery (lad) and was referred for a single vessel plasty. The 80% target lesion, with a mild angulation, was located in a moderately calcified, mildly tortuous lad, and was predilated with a semi compliant (sc) balloon. Following predilatation, a 38 x 2.50 promus premier select stent was deployed in the lad. Soon after deployment, a distal stent edge dissection was noted. A 16 x 2.50 promus premier select was deployed to cover the dissection and complete the procedure. No other devices were used to help deliver the stent at the lesion site, and there were no issues with stent deployment. No further patient complications were reported.